Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that telemetry was lost when the battery voltage was at 2.5 v. This was due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.

Event description:
It was reported that the pulse generator could not be interrogated. On (B)(6) 2010 the battery data was at 2.68 v, 17 ua, an 8 k. The estimated longevity was at 0.5 years. The device was replaced.